Event description:
The customer reported a data acquisition pcb adc failure occurred. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Date: (B)(6) 2015. Date: (B)(6) 2016. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).